Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing noted on stored non-sustained ventricular tachycardia events resulting in pacing inhibition, with a high number of short ventricle to ventricle counts and a steady decline in rv sensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.